Manufacturer narrative:
A good faith effort will be made to obtain the applicable information relevant to the report. If information is provided in the future, a supplemental report will be issued.

Event description:
A patient with an implantable neurostimulator (ins) for gastrointestinal/pelvic floor reported that her healthcare provider mentioned that some previous patient's ins systems impacted by screening devices. The status of the patients is unknown, no additional information is available at the time of this report. No patient symptoms were reported.